Event description:
It was reported that when the device was used during a colon resection procedure, the device would not staple. The surgeon had to convert to manual sutures. Opened another device to complete the case. There was no consequence to pt.